Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a driveline disconnect on (B)(6) 2019 at 5:10pm. The submitted log file data showed both power cables from the system controller being disconnected 19 seconds later, before the white cable was connected to the power module. This event is consistent with a system controller exchange. The account communicated on (B)(6) 2019 that the controller would be returned. The pump maintained a speed above or equal to the low speed limit while the driveline was connected. No adverse events or patient symptoms were reported. The patient remains ongoing on vad support with no further related issues reported. The hm3 IFU outlines the procedure to exchange the system controller. Hm3 IFU section 2 outlines the proper procedure in replacing the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years 7 months 18 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient experienced low voltage alarms associated with power cable disconnects. All of these events occurred while on the black lead of the controller. The controller also shows a driveline disconnect at the end of the log file. No additional information was reported.